Event description:
It was reported that, end stage arthritis in hip, needed to be converted to total hip. Doctor converted hip to total and was satisfied.

Manufacturer narrative:
Customer refuses to returned the device for evaluation. If the device or additional information become available it will be reported on a supplemental report. Additional device: (B)(4) standard lag screw omega 100mm length lot no. N00093.